Event description:
The pt was brought in for symptoms of low blood glucose, profound hypoglycemia, moderate hypothermia, renal failure and hypertension. The ER meter (suspect device) was used the to check the pt's glucose. A result of 115mg/dl was obtained. A lab glucose was ordered and came back at 23mg/dl. Treatment was with d50. The reporter said controls pass. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.